Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint and completed the device evaluation. The synchroseal instrument was analyzed, and the jaw cover was found to have tearing. Tears were measured from 0.024¿ to 0.075¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing. No failures were found in the logs.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal cover was torn. The customer used a backup synchroseal instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The torn cover did not result in unintended thermal damage to the patient's tissue. There was no procedure delay.